Event description:
It was reported that the right ventricular lead exhibited low impedances and noise. The lead was capped and replaced. After the procedure, the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.